Manufacturer narrative:
We received one single dpt - vamp jr for examination. The reported event was confirmed. The pressure tubing was detached from the proximal one-way shut-off valve (stopcock) solvent bond joint of the vamp system. The tubing was bent at the point of detachment. Indication of bonding solvent was visible on some locations but not throughout tubing bond area. The tubing outer diameter near the point of detachment was within specification. No other visible damage or defect was observed from returned kit. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring.

Event description:
It was reported that during use, a break/crack was observed distal to the stopcock therefore there was no leakage. No patient complications reported. Another vamp jr was used and worked successfully. Inquired of patient demographics. Unable to be obtained.